Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. It was noted that the audio bolus button was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 03/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the keypad was found to be intact; no peeling was observed. All of the keypad buttons were unresponsive during testing. The keypad was removed and no contamination was found on the key contacts. The pump cover was removed and moisture corrosion was visible inside of the pump.